Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and twelve days post a port placement procedure, it was allegedly difficult to check the reverse blood before injecting the drug solution. It was further reported that the drug solution was allegedly difficult to remove. It was further reported that the patient allegedly experience swelling in the blood vessels of the neck during the drug injection. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
It was reported that three months and twelve days post a port placement, it was allegedly difficult to check the reverse blood before injecting the drug solution. It was further reported that the drug solution was allegedly difficult to be removed. It was also reported that there was difficulty in injecting the drug afterwards. Furthermore, the patient allegedly experience swelling in the blood vessels of the neck during the drug injection. Reportedly, the catheter was replaced with a new port. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Upon functional testing, the port was patent to both infusion and aspiration. Therefore the investigation is inconclusive for the reported difficulty in getting reverse flow and injecting drug issues as the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to unconfirm that this event did not occur under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 09/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.